Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the sales rep. Was notified of this complaint on (B)(6) 2016 and it was not reported until (B)(6) 2016. When firing the device the surgeon did not feel the usual pressure. Upon removing the device, the two tissue donuts were not there. A second device was used and it didn't fire either. On the third attempt the device worked perfectly. It was reported that there was no tissue loss, no tissue damage, or time was not extended 30 minutes or more, the incision was not extended by more than 1 inch and there was no bleeding greater than 500cc. Additional follow-up questions have been sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the subsidiary: the product will be returned for investigation. The UDI number of the device is not available, the hospital did not keep this information. There was no reinforcement material used. The date of the procedure was (B)(6) 2016. The last known patient status is good. The space between the cartridge and anvil was closed and the green bar was visible in the indicator window. The stapler did not fire at all. The stapler did not cut the tissue at all. The tissue to be stapled was free from any metal clips or similar structures. The device was not applied over a previous staple line. The instrument was handle fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent.